Event description:
It was reported that after catheter placement, fluid leakage was found at the junction between the central lumen and the pressure sensor. There was no blood pressure waveform on the intra-aortic balloon pump (iabp) screen, but the electrocardiogram trigger was normal (pacemaker trigger), and the iabp assist was normal. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that after catheter placement, fluid leakage was found at the junction between the central lumen and the pressure sensor. There was no blood pressure waveform on the intra-aortic baloon pump (iabp) screen, but the electrocardiogram trigger was normal (pacemaker trigger), and the iabp assist was normal. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was noted tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 21.4cm, 22.7cm, 23.4cm, 34.1cm, 53cm, and 74.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thick-ness was measured at six points with measurements ranging from 0.0072in-0.0078in and was within specification of process document. The one-way valve was unable to be tested; the one-way valve seal was not returned with the sample. The iabc central lumen was injected with air while beneath water, and a leak was immediately found at the luer end of the iabc bifurcate. The leak occurred through a crack noted in the bifurcate, the total length of the crack noted on the luer end of the bifurcate is 0.9cm. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 3.1cm from the iabc distal tip. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.4cm, 22.1cm and 34cm from the iabc luer, which are the locations of the previously noted bends. The guidewire met resistance and could not advance at ap-proximately 36.2 cm from the iabc luer tip. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "fluid leakage was found at the junction between the central lumen and the pressure sensor" is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device his-tory record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of how the crack occurred is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that after catheter placement, fluid leakage was found at the junction between the central lumen and the pressure sensor. There was no blood pressure waveform on the intra-aortic balloon pump (iabp) screen, but the electrocardiogram trigger was normal (pacemaker trigger), and the iabp assist was normal. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.